Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, when about to transect the antrum of the stomach, the staple line was found to be incomplete on the distal part. A new reload was used to complete the case. There was no patient injury.